Event description:
It was reported that cadd legacy pump had upstream (uso) alarm. No patient in jury was reported.

Manufacturer narrative:
The device was returned and inspected. Unable to replicate the problem. Device gone through normal testing process and was unable to be confirmed. Upon investigation, downstream occlusion (dso) test failed and requires a dso replacement.